Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. During the evaluation of the device, the reported issue was able to be confirmed. The display screen was damaged so the pcb was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
(B)(4): display broken, all black.